Manufacturer narrative:
The insulin pump was received button error alarm due to corroded keypad traces. The insulin pump was received with scratched lcd window, cracked case display window corner and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed button error. The alarm occurred several times. Customer's blood glucose was unknown.